Event description:
It was reported that during a stenting treatment procedure, a deployment issue occurred. The physician implanted a 2.50x20mm promus element stent n the mildly calcified and mildly tortuous left anterior descending artery. Everything went "smooth" during the procedure and the stent was successfully deployed at the lesion site. However, during inflation, the physician noticed at nominal pressure the stent diameter was a bit bigger than the labeled diameter of 2.50mm. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).